Event description:
It was reported during an angioplasty procedure, the drug-coated balloon was allegedly ruptured. It was further reported that, another balloon was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035 was returned for evaluation. Three incidental kinks were noted to the device. No other anomalies were noted. The balloon was inspected under the microscope during inflation and no rupture was noted. An in-house presto inflation device was used to inflate the device. The balloon was successfully inflated to 8atm using an in-house presto inflation device. No rupture was observed on the balloon. Therefore, the investigation is unconfirmed for the reported balloon rupture, as no evidence of a rupture was noted to the device. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 02/2022),g3 (method, result and conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 02/2022).

Event description:
It was reported that the balloon allegedly had a hole on it. There was no patient injury.